Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right ventricular lead had perforated the patients heart. The patient experienced pericardial effusion and the procedure was stopped. Pericardiocentesis was performed and the patient was in good condition prior, during, and post operation.